Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient prescribed, post-operatively, ciprofloxacin and clindamycin. The cause of inability to connect was that the patient was not placing the device on the proper location. As an action taken, the manufacturer¿s representative helped the patient via the phone on (B)(6) 2019 which resolved the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient was calling because they were having pelvic pain. They explained that when their bladder filled up, they got painful contractions. They stated the symptoms were getting worse, but then went away when the ins was on. They stated it was off at the time of the report and they would like it turned on. The patient stated they were on so many antibiotics and they would like to lie down and sleep, but they would like the ins to be on and working. They stated they were sent home with the handset and communicator and advised to charge them, patient confirmed they had charged the equipment. They stated they tried to turn the ins back on, but the communicator was not connecting to the ins. It was confirmed the communicator connected to the handset, but they got the device not responding screen. The patient mentioned they had a lot of swelling around the ins and had glue on their skin, but no bandages. It was explained this was likely obstructing the communication between the ins and communicator and the patient was advised to let the ins site heal prior to trying again. No further complications were reported or anticipated.